Event description:
After the device was placed on the table, the black part just below the hub wa noted to cracked. There was no separation of pieces. The packaging and the rest of the device were intact. The device was not used inside the pt. The procedure was successfully completed with another cypher stent.